Event description:
The patient received his scs system including an ipg and paddle lead on (B)(6) 2009. It was reported that the patient lost stimulation in (B)(6) 2009. The ipg would not communicate with the programmer or the charging system. The patient reported experiencing a burning/stinging sensation at the top of the ipg pocket site. The physician explanted and replaced the ipg on (B)(6) 2009. The explanted ipg was returned to ans for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.